Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-07736. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ burr and a rotawire¿ were selected for use. During preparation, outside patient's body, it was noted that the rotawire fractured during testing. The procedure was completed with another of the same rotawire and burr. No patient complications were reported.